Event description:
It was reported that shaft break occurred. During preparation of a 2.50mm x 12mm emerge balloon catheter, it was noticed that the hypo tube portion of the balloon was not straight and looked almost line an "s". It was also noticed that there was a fracture on the shaft. The procedure was completed with no patient complications reported.

Manufacturer narrative:
B3 date of event: used the first day of the month of bsc aware date since event date was not provided.

Manufacturer narrative:
B3 date of event: used the first day of the month of bsc aware date since event date was not provided. Device evaluated by MFR.: the returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There were no fluids in the device, and the balloon was tightly folded. There was separation of the guidewire at the proximal end of the bicomponent weld. The guidewire lumen was stretched for a length of 1mm, 2mm distal from the separation. There were numerous bends to the distal portion of the shaft from rapid port exchange to the tip of the device. Also, media depicted a separation from the guidewire lumen within the inflation lumen at the bicomponent weld area, with numerous bends visible to the shaft which confirms the reported events and aligns with the analysis. Product analysis confirmed the reported events, as there was guidewire lumen separation from the device and numerous bends to the shaft of the device.

Event description:
It was reported that shaft break occurred. During preparation of a 2.50mm x 12mm emerge balloon catheter, it was noticed that the hypo tube portion of the balloon was not straight and looked almost line an "s". It was also noticed that there was a fracture on the shaft. The procedure was completed with no patient complications reported.